Event description:
It has been reported to co that during the procedure upon injection, the shaft of this device split. Reportedly, the split occurred slightly beyond the hub. The device was removed and replaced. The pt is reportedly as fine and the device is being returned for co's analysis.